Event description:
In 02/06, nellcor puritan bennett received a report where it was claimed that the mother of a pt is experiencing difficulty passing a suction catheter down the trachea of her son. The caller reported that the catheter is getting stuck partially in the trachea. The caller reported that the tube was replaced.